Event description:
The pt contacted lifescan alleging that her one touch ultra smart meter was reading inaccurately low and would not power on. The pt obtained a result of 58 mg/dl on the reported meter compared to 79 mg/dl on the dr's meter. The results were within 21 mg/dl of each other, though comparison of a meter result to another meter result is not a valid accuracy comparison. The pt had no symptoms of low or high blood glucose level at the time of concern. She was treated with food and/or beverage. A control solution test was not performed, as the pt did not have control solution. Test strips were loose in the meter test strip holder. The customer care rep walked the pt through inserting a test strip all the way into the test strip holder and the meter did not power on. The pt received treatment for hypoglycemia, though she did not have symptoms of hypoglycemia. As info was not provided regarding events pror to the results obtained in the dr's office, there is no indication that the product contributed to the pt experiencing injury. Based on the unresolved power issue, there is an indication that the product malfuncioned and that the event meets the criteria for a medical device reportable. The meter, test stips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them.